Event description:
Manufacturer trailing surgical gloves in or hallway. Esteem blue size 6 1/2 powder-free glove opened and this produced sneezing immediately. Glove donned and this produced coughing. Glove left hand felt hot and burning. Glove removed, hands washed. Albuterol inhaler and oral antihistamine with symptom relief. Diarrhea followed but cleared. Gloves made in thailand and no expiration date on label. States "esteem blue with neu-thera" synthetic polyisoprene surgical glove sterile. Are the facilities where these gloves are manufactured visually inspected by the FDA? Are these gloves tested for chemical residues? Are they safe for infants and neonates? Dose: left glove. Frequency: one time use. Route: top. Date of use: 2008. Diagnosis: trial request. Event abated after use stopped or dose reduced: yes.